Event description:
It was reported on (B)(6) 2021 by a facility representative via sems that an ar-8973-01 targeting guide "top of the shaft broken off the instrument". This was discovered during a case with no patient harm.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8973-01, 052029 was received for investigation. Visual inspection identified that one of the prongs intended to hold the implant at the distal tip of the hub attachment tube had broken. No fragments were returned for analysis. The width of the hub attachment tube proximal to the breakage site was assessed using digital micrometer ID: 224 and was found to meet design specifications. The cause remains undetermined, although a probable cause can be attributed to user applied mechanical forces during use with other instrumentation.